Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and a part of the stent was found to be lifted. The device was removed from the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut rows 1-3 on the distal end of the stent are deformed and pulled distally extending over the distal end of the distal markerband. The remainder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no kinks or damage. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and a part of the stent was found to be lifted. The device was removed from the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.